Manufacturer narrative:
Add'l info received on 06/28/2016 states that the tte showed a decrease flow through the outflow graft. The patient's inr was 1.0 at the time. The patient was last reported to be still admitted to the inpatient doing rehab. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Add. Info: log file analysis review date: 06/10/2016, dated through 06/09/2015-06/10/2016:  power consumption above normal operating range. Additional notes: the vad ID is currently not set. This may cause issues with viewing long-term trends on the monitor. Please enter this information when possible. Six low flow alarms have been logged since june 09, 2016. The current low flow alarm limit is set to 2.0 lpm. Hvad pump hw26419 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a sudden increase in power consumption to parameters outside the normal operating range. The site reported that a long thin clot was removed from the pump during explant. This could have potentially triggered the reported "high power" event. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to the reported long thin clot removed from the pump during explant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including thrombus, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on the first post-operative day following bivad implant procedure this patient's rvad powers "shot up". The lvad parameters were within normal limits. The rvad monitor showed flows >10lpm / 2000 rpm / 2.7 w. Log files were sent and confirmed an increase in pump powers . The bedside nurse reported seeing a clot in the right internal jugular dialysis catheter and flushed the line, which "predisposed the clot to move to the right atrium where the rvad was placed". Upon recommendation by the manufacturer the patient returned to the operating room (or) for lvad to lvad exchange. The pump was implanted off pump back into the right atrium and started up without issue. No "high watt" alarms were reported. A long, thin clot was removed from the explanted pump and per the site "looks like a clot that would be in a dialysis catheter line." The patient tolerated the exchange well and was last reported to remain hospitalized post exchange.